Manufacturer narrative:
Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).

Event description:
It was reported that an unsuccessful cavity integrity assessment (cia) test occurred during an attempted novasure endometrial ablation. The physician aborted the procedure and performed a laparoscopic sterilization immediately afterwards during which two small perforations at the fundus were found. No treatment was given for the perforations and the patient was discharged. A hysteroscopy, dilatation and curettage (d&c), sounding with a metal sound (not a hologic device), and removal of an iud were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.